Event description:
A caller reported a malfunction on the pump, identified by malfunction code 12. There was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support provided information to reset the pump and assisted in the reset process. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and call back if the issue reoccurs, which the caller acknowledged and understood.